Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call indicating that patient sensor anomaly. Customer's blood glucose at time of incident was 8.4mmol/l. The customer stated that she had issues with 5 sensors. The customer stated the 2 sensor got stuck in the serter. The customer stated the other 3 when she removed sensors found she could not see cannula on removal. The customer was advised that we will replace sensors and serter.